Event description:
End user's spouse alleges that the end user was struck by a motor vehicle while operating the motorized wheelchair in the roadway. Reportedly, the end user received multiple injuries as a result of the accident.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user's spouse reports that while end user was operating the motorized wheelchair on the roadway, he was allegedly struck by a motor vehicle. The motorized wheelchair's owner's manual warns end users, "do not drive your mpv4 on the roadway or public streets".